Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date of initial surgical procedure? Other relevant patient history/concomitant medications? How was the mesh placed? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Date and findings of surgical intervention for erosion? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot #?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. After the procedure, the patient experienced erosion of mesh into bladder and underwent a surgery to remove vaginal portion of tape and also cystotomy to remove the mesh that had eroded into bladder. Additional information has been requested.